Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device, which appears to have caused the difficulty encountered by the customer. However, when the device was irrigated the flow was normal. The device passed all other tests. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the valve and catheter were explanted/revised because they were not working. No other details available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Please note that the therapy date field is non applicable, however because it is a required field, I used todays date.